Manufacturer narrative:
Based on info received on 03/13/08, the device is expected for evaluation, but has not yet been received. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the implant broke during implantation. Further communication indicates a piece of the implant was left in the patient. No additional adverse consequences have been reported from this event. No further patient information is available. This device is used for treatment.